Manufacturer narrative:
(B)(4). No further information was provided to the manufacturer.

Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (lxa size23) needs to be replacement after 2 years and 9 months. No information was provided regarding the re-operation date or when the valve will be explanted. No further information provided.

Manufacturer narrative:
(B)(4). Manufacturer narrative: the complete manufacturing and material records for the mitroflow aortic pericardial heart valve model lxa 23, s/n (B)(4) were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacturing and release. No further information was provided. Device not returned to manufacturer.